Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed help changing programs. They were on program 2 at 2.55 volts but it was not working for them which was clarified that they were "having to pee more often, like 3 times during the night and is having urgency" (return of urinary symptoms, urgency, frequency). The patient did not experience the symptoms all the time. When using the programmer it was determined that the stimulation was off. The patient changed to program 3 and increased the stimulation to 2.55 volts and left it there. They mentioned that they did not always feel the stimulation but the therapy was still managing their symptoms. The patient was going to follow up with their healthcare professional (hcp). Additional information received from the patient on (B)(6) 2017 reported that the tried increasing the stimulation up to 2.7 volts (which was as high as it could go with it still be comfortable) but they were still not getting relief of urgency. The patient also stated that they tested their urine and it came out negative. The patient was told by their nurse practitioner (np) they could start taking tamoxacin which seemed to help. But the patient noted they did not think the therapy was helping them anymore. The patient stated that they went through security at a court house 10 days ago (last day they went through was on (B)(6) 2017) and they did not turn the stimulation off. They thought that maybe this is what was causing the issues. The patient was told to make an by the hcp to make an appointment with the manufacturer¿s representative. They had an appointment with the hcp on (B)(6) 2017.